Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: one unit was received for evaluation. Visual inspection of the returned unit confirmed the presence of a small fly inside the syringe barrel, behind the stopper. A review of the device history records revealed no irregularities during the manufacture of reported lot number 6173973. Conclusion: bd was able to confirm the customer's indicated failure based on the provided sample. Our quality engineer concludes that the foreign was introduced during the manufacturing process. This is considered an isolated incident. (B)(4).

Event description:
A fly was found inside the 60 ml bd syringe with bd luer-lok¿ tip.